Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon follow-up with the customer the following event information was obtained: the primary sets bag was hung lower than the secondary medication set. The secondary set was connected to the most distal port from the patient. The patient was being infused with normal saline on the primary line and vancomycin on the secondary line. The infusion was bring run on a baxter colleague cxe pump. It was reported that the roller clamp on the secondary set was partially closed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary medication set did not completely infuse an unspecified drug during infusion. A primary intravenous set was infusing with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.